Manufacturer narrative:
Should additional information become available, a supplemental report will be issued.

Event description:
A reported episode of ventricular tachycardia was falsely detected due to the oversensing of noise from the ventricular lead, resulting in pacing inhibition for up to 3.2 seconds. Furthermore, additional episodes of non-sustained ventricular tachycardia (nsvt) were incorrectly detected because of this lead noise. Additionally, a high right ventricular threshold was noted. The rv lead is set for bipolar pacing with unipolar sensing. Technical services advised an immediate in-office evaluation of the rv lead and its settings. This lead remains implanted and in service. No adverse patient effects were reported.